Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The reported blood glucose reading was 20 mg/dl at the time of the event. Troubleshooting was performed. The programming on the insulin pump could not be verified. It was reported that the insulin pump had been exposed to a strong magnetic field. The displacement test passed. Nothing further was reported.